Event description:
It was reported that the patient's right ventricular (rv) lead was capped and replaced for high pacing thresholds, low impedance, and noise. It was also reported that the patient was weak and dizzy. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.